Event description:
It was reported that the power cord insulation was cut and there were exposed wires. This event occurred during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The power cord was damaged and had exposed wires. This can occur due to the cord being exposed to rough surfaces, sharp edges or corners. The device was repaired at the customer site.

Event description:
It was reported that the power cord insulation was cut and there were exposed wires. This event occurred during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with this event.